Event description:
Probe hit the top of the CT scanner as the patient was being put in. The probe jammed into patient, creasing one of the tines. When the radiologist pulled, the tines were pulled back in and snapped off into the patient.

Manufacturer narrative:
Device was not returned. Per event description, device hit the CT scanner, thus causing the breakage of the tine. It was determined that there was insufficient gantry clearance. This device was not designed to bend.